Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, an alert for low, out of range, high voltage lead impedance issue was observed on the rv lead. No other lead anomalies were observed. Lead insulation damage was suspected. It was recommended to perform lead revision and to continue to monitor the lead. Patient recently had an open-heart surgery with no device malfunction allegation and after the patient recovers physician opted to extract the entire system. No procedure has been scheduled. Patient was stable.

Event description:
New information received on (B)(6) 2019 states that the rv shock lead and both coils as well as pace sense coils were low, out of range pacing impedance issue was observed. The patient had an open-heart surgery and the physician felt the insulation was damaged during the surgery. Lead is awaiting explant procedure. Patient was discharged.

Event description:
New information received notes that during normal device changeout due to eri, the rv lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well and was discharged.